Manufacturer narrative:
This report is being filed under exemption (B)(4) by arjohuntleigh (registration#1419652) on behalf of the manufacturer arjohuntleigh (B)(4) (registration#9681684). Additional information will be provided following the conclusion of the manufacturer's investigation.

Event description:
A resident was transferred from bed to chair using a maxisky 600 ceiling lift and a clip sling with the help of two staff members. They had attached all 4 clips of the sling and had started to raise the ceiling lift up. The resident was about 12 to 18 inches off the bed when the right leg clip came off and the resident slipped out of the sling and landed back on the bed. Due to the age of the resident and her poor skin condition, a small bruise appeared on the back of her head. This did not necessitate any medical intervention nor treatment.